Manufacturer narrative:
Co submits this report on behalf of the device mfg facility. The facility provides product failure investigation, analysis and resolution for the device describe in this report.

Event description:
Intraoperatively, by mistake disconnection of the expiratory tube of the ventilator unit. The patient in the consequence has not been ventilated, has not been noticed over about 8 minutes, since - with alarm limits at the ventilator for expiratory minute volume - in fact the optical alarm signal flashed, but no accustical alarm sounded.